Event description:
It was reported that the patient underwent an implantable pulse generator replacement surgery for an unknown reason. There was no adverse event associated with the surgery. It is not known if there is a device deficiency associated with the event. Additional information was received that the reason for the ipg replacement surgery was due to the primary cell device became empty. The explanted ipg will not be returned.

Event description:
It was reported that the patient underwent an implantable pulse generator, ipg replacement surgery for an unknown reason. There was no adverse event associated with the surgery. It is not known if there is a device deficiency associated with the event. Additional information was received that this was a normal ipg replacement surgery due to the primary cell ipg depletion. There was no device deficiency reported. The explanted ipg will not be returned. Additional information was received which provided the correct model and serial number of the explanted primary cell ipg.

Manufacturer narrative:
Correction to follow-up 2 MDR in box b5.

Event description:
It was reported that the patient underwent an implantable pulse generator replacement surgery for an unknown reason. There was no adverse event associated with the surgery. It is not known if there is a device deficiency associated with the event. Additional information was received that the reason for the ipg replacement surgery was due to the primary cell device became empty. The explanted ipg will not be returned. Additional information was received that the correct model number of the explanted primary cell implantable pulse generator is db-1140.

Event description:
It was reported that the patient underwent an implantable pulse generator replacement surgery for an unknown reason. There was no adverse event associated with the surgery. It is not known if there is a device deficiency associated with the event.